Manufacturer narrative:
Svc rep replaced c-arm backplane and cap/power module. Observed charging operation and determined that sys was operating as intended. Re-calibrated filaments and continued to monitor operation during fluoro shots and film shots. Sys tests fine upon completion.

Event description:
Customer reported a low ma error message. Biomed dept reported that they were notified of a "low ma" error message and they ordered batteries. After replacing batteries, they got a battery charge 108% message. They replaced batteries again and got the same message. They placed a svc call to ge at this time.